Event description:
The customer reported that 2 ml of clear fluid leaked from the act-diff wbc bath while running startup and they had some hgb voltage errors. No erroneous results were generated and there was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
The field service engineer (fse) stated that the leak was caused by the wbc bath drain tubing (lv14) that had a blood clot in the tubing and was not allowing the wbc bath to drain properly. The lab technician had cleaned the clot out of the drain tubing and the leak had already been resolved upon fse arrival to site. The fse observed all parameters failing on startup except plt and voteouts on almost all parameters during whole blood testing. He replaced the vacuum isolation chamber (vc1), filters and the peristaltic pump tubing. He then performed latex calibration, background checks passed start up and after priming the whole fluidics system controls passed. The instrument was working as expected under normal operating conditions, errors were resolved. Upon recur, the failure mode identified vacuum chamber, filters and peristaltic pump tubing is likely to cause erroneous results for all parameters due to carryover or dilution of patient samples. (B)(4).